Manufacturer narrative:
The exact cause for the change from code could not be determined. From examination of the distal end, a slight bend was observed at 8mm. The force which caused this bend may have caused a permanent change in the optical fiber causing the original charateristics of the catheter to change. This, in turn, would result in a change from code.

Event description:
Icp pressure too high. Pressure read in the 50's and 60's. Replaced catheter, and readings returned to an acceptable range. Readings of 50's and 60's not believable, therefore physician opted to replace catheter.